Manufacturer narrative:
(B)(4). Submitted to FDA on 11/11/2016.

Event description:
Clinical follow-up was requested and on (B)(6) 2016 the surgeon provided the following additional event details. Iop is still being treated medically. The patient developed cystoid macular edema (cme) likely related to ecp and not the istent. The adverse events were reported to be ongoing/persistent as the elevated iop remains above goal and now the patient has cme. Additional information will be requested.

Manufacturer narrative:
The device was explanted and it is unknown at this time if it is available for evaluation. Device identifiers are not available. Stent malposition, stent explant, decreased vision and iop rise are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4). Submitted to FDA: 7/29/2016.

Event description:
The surgeon reported implanting an istent superficially (malpositioned) and it was not functioning as intended. Surgical intervention was planned to reposition the device. The surgeon conferred with the glaukos medical monitor, who reported that the patient's post-operative iop was 29 mmhg on glaucoma medications and steroids. The glaukos medical monitor reviewed treatment options with the surgeon. Clinical follow-up was requested and on 7/20/2016 the surgeon provided the following additional event details. The surgeon attempted to re-position the stent, but was unsuccessful and the stent was explanted on (B)(6) 2016. At the time of iop rise post-operatively, the patient was on the same glaucoma medications compared to pre-operative treatment. The surgeon indicated that the primary reason for the iop rise was that the istent was implanted superficially. The adverse event was reported to be ongoing/persistent as the iop remains elevated. Additional information will be requested.

Manufacturer narrative:
(B)(4).

Event description:
Clinical follow-up was requested and the surgeon provided the following event details. The elevated iop was treated with topical medications. The patient's status and current prognosis was reported to be good and the adverse event was reported to have resolved.